Event description:
It was reported that an unspecified bd syringe had the cannula piercing through the shield before use. The following was reported by the initial reporter: "it was reported that needle is sticking out of shield. Verbatim: from phone call on 2021-03-04 17:40:45: pharmacist unaware of a complaint being called in. Cl. From phone call on 2021-03-01 21:36:46: left message for consumer regarding product complaint earlier today. Cl. Received voicemail from consumer stating, needle is sticking out of shield. Cl."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that an unspecified bd syringe had the cannula piercing through the shield before use. The following was reported by the initial reporter: "it was reported that needle is sticking out of shield. Verbatim: from phone call on (B)(6) 2021 17:40:45: pharmacist unaware of a complaint being called in. Cl from phone call on (B)(6) 2021 21:36:46: left message for consumer regarding product complaint earlier today. Cl received voicemail from consumer stating, needle is sticking out of shield. Cl"